Event description:
This report is being filed upon notification from our mr MFR in (B) (4), the (B) (4) to submit this event. Problem: pt had a mr exam. Pt was scanned with the sense head coil in headfirst position. Two separate studies were performed that were completed in one hour. The pt was sedated and unconscious. Also present were the plastic tubing from her anesthesia device as well as cardiac monitoring leads. After awaking, the pt complained about a burning sensation on her left breast. The next day the burn area became fluid filled with a 3 cm blister.

Manufacturer narrative:
Eval: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has rec'd FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.